Manufacturer narrative:
Serial number of the involved kit is unknown; however, review of the dhrs for the last recently sold priming trays to the facility did not identify any deviations or nonconformities relevant to the reported issue. The tubing circuit was discarded by the customer thus no device investigation is possible. Based on information available, the most likely root causes of the reported disconnection are: defective tubing connections (connector(s), barbs, etc); user error, due to a partial connection (i.e. Tube wasn't fully seated over the barb and then came undone once support started).

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Cardiacassist. Inc. Manufactures the lifesparc system. The incident occurred in (B)(6). Through follow-up communication livanova learned that the patient death was not related to the reported disconnection. The device is not available for return since it was discarded by the customer. However, based on the information currently available, an improper connection of the circuit by the customer cannot be excluded. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that during use of lifesparc system, after a few minutes of being connected to the patient, a disconnection occurred after the oxygenator with consequent blood loss. The physician clamped and was able to salvage the circuit and the patient. Blood transfusion was required. Eventually, the patient died. Reportedly, patient death was not related to the reported disconnection and expired due to his severe conditions.